Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on hospice on (B)(6) 2022 for acute changes in mental status after right parietal intraparenchymal hemorrhage/acute subdural hematoma and emergent hemicraniectomy on (B)(6) 2022. The patient was initially admitted on (B)(6) 2022 for concern of abdominal pain and acute kidney injury. The week prior to admission the patient was feeling more short of breath with worsening le edema. Lab work confirmed creatinine of 3.9 and bun 57. The patient was given bumex drip at 0.5 mg/hour for diuresis with creatinine at 4.0. The site continued to monitor renal function and electrolytes closely with strict intake and outtakes, and daily standing weights. The patient was discharged home on (B)(6) 2022 with stable renal function and baseline creatinine 1.6-1.8 and euvolemic off standing diuretics. Creatinine on discharge was 1.5. The patient expired on (B)(6) 2022 at home. The death was not considered to be device related, the device operated as expected and will not be returned for evaluation. It was noted that the patient had a history of hypertension, chronic kidney disease, and hepatitis c virus cirrhosis. The renal dysfunction was not related to or caused by the device or device therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists stroke, bleeding, renal dysfunction, and death as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.